Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the wake button was sticking. Additionally, the customer reported that the pump display "only dimly lights up", leading to visibility issues. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer continued to use pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged display other - nonfunctional issue was verified, but the screen on/ quick bolus button-stuck issue could not be verified. The information will be used for tracking and trending purposes.